Event description:
The complainant alleges that they were installing an implantable defibrillator on a pt (age and gender unk) in the or. They allege that they were setting up the co defibrillator in order to defibrillate the pt when they received intermittent error codes 51,66, and 104. The staff obtained another defibrillator. There is no indiction of any adverse effect on the pt.